Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative that the stryker boom arm being used alongside the positioning sensor unit (psu) was not allowing the camera arm to rotate freely. The communication cable between the camera and psu was replaced. It was reported by the medtronic representative that stryker repaired the boom arm. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. While troubleshooting the reported issue, the medtronic representative reported that the event logs on the positioning sensor unit (psu) did not display any errors. The suspect cable has not been received by the manufacturer for evaluation

Event description:
A medtronic representative reported that during multi level transforaminal lumbar interbody fusion (tlif) spinal fusion procedure, after placing 3 of the 8 screws the camera of the navigation system had tracking issue. Issue occurred when the camera was moved for visibility. Site was able to establish the connection by moving the camera around. The procedure was completed with the use of navigation. There was a delay of about 5 minutes. No impact on patient outcome.

Manufacturer narrative:
The polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.